Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.

Event description:
A customer reported that the unit of measurement setting of his freestyle flash blood glucose monitor changed. The customer reports treating with insulin based on the mg/dl reading. The customer lost consciousness and an ambulance was called. The customer was taken to hospital where he was diagnosed with diabetic ketoacidosis. The customer had a blood glucose level of over 30mmol/l.